Manufacturer narrative:
Updated d. Updated h6. Image review: two static images were provided for review. Just prior to the point of no recapture, the valve appeared to be appropriate, at a depth of 3mm. It was reported that during removal of the delivery catheter system (dcs), the nose cone interacted with the inflow of the valve which resulted in aortic dislodgement. The dislodgement event was not captured on the provided images. Medtronic recommends caution while withdrawing the dcs to minimize interaction with the evolut valve frame. The dislodged valve was snared to the ascending aorta and a second valve was implanted, which was evident on the provided images. Of note, prosthetic valve migration/embolization is listed as a potential risk associated with the implantation of the evolut fx bioprosthesis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut fx instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Images of the procedure were provided for review, however the provided images did not capture the dislodgement event. As a result, a definitive root cause could not be established. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was fully deployed at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Upon removal of the delivery catheter system(dcs), the nosecone of the dcs interacted with the paddles, causing the valve to dislodge to a new depth of -5 mm on the ncc and -5 mm on the lcc. Per the physician, the shallow implant depth contributed to the dislodgement in addition to the dcs interaction. Subsequently, a second valve was implanted in the patient. The event resulted in a procedural delay of 1 hour. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-29, serial/lot #: (B)(6) ubd: 21-feb-2026, UDI#: (B)(4). ; product ID: evolutfx-29, serial/lot #: j172608, ubd: 21-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.